Manufacturer narrative:
(B)(4). The sample was not returned hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4), a clearlink system blood solution set in which variable flow rates were identified. The process step is unknown. There was patient involvement, however, there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.